Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, there was difficulty placing the right ventricular (rv) lead. It was noted that the rv lead had high thresholds and was not fixed firmly. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.